Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "line across display" which was observed during device evaluation. Evaluation observed a gray line on the unit's screen caused by failed pixels. The lcd required replacement, however the lcd replacement parts are no longer available. The device was determined as irrepairable and has been retired from service and the customer was offered a like service replacement device.

Event description:
It was reported that a spectrum pump had "a line across display". It was also reported there was no patient injury.